Manufacturer narrative:
Medwatch #144284/patient identifier (B)(6) (initial report/MFR number 9610595-2023-05852) was submitted in error as medwatch#107089/ patient identifier (B)(6) (initial report/MFR report number 9610595-2022-02278) already captured the reported event.

Manufacturer narrative:
The subject device was returned and evaluated the image was failure was not confirmed. The following faults were also identified: the adhesive on the rubber portion of the insertion section was chipped due to physical stress, the sw1 and sw3 switches were scratched, the video cable was scratched/dented, and the video connector case was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was no image due to a communication error when connecting the endoeye flex deflectable videoscope to the visera elite video system center. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6).